Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in three pieces. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. Visual examination found that there was evidence of solvent bond between the cap and connector assembly. The connector pin, connector cap and stretched inner coil were pulled out of the connector assembly due to procedural damage, which was also evident in the cut end of the lead. The ptfe coating of the stylet was found stripped and was clogged in the inner coil distal to the connector pin. Electrical testing found no anomalies.